Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The inner insulation of the lead became extrinsically distorted due to kinking/buckling. Visual summary analysis of the lead indicated damage at implant and stretching. The lead was returned stretched, with buckling of the inner insulation and with the helix fully extended. An inner insulation buckle prevents helix retraction.

Event description:
It was reported that during the implant procedure, the atrial lead dislodged during the left ventricular (lv) lead placement. The lead was removed and upon removal the lead helix could not be extended or retracted. The lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.